Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient allowed a cat to be present in the room during the performance of peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with rocephin 1 gram for twenty-one days intraperitoneally (frequency not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. After two days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. The patient would be retrained on the proper aseptic technique. No additional information is available.